Event description:
It was reported that the patient implanted with this pacemaker experienced syncope resulting in hospitalization. The device was interrogated in the hospital and found to have reverted to a safety mode status. While the patient was in the hospital the device was found to have exhibited loss of capture. The patient subsequently experienced seizures. This pacemaker was then explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient implanted with this pacemaker experienced syncope resulting in hospitalization. The device was interrogated in the hospital and found to have reverted to a safety mode status. While the patient was in the hospital the device was found to have exhibited loss of capture. The patient subsequently experienced seizures. This pacemaker was then explanted and replaced. The device was subsequently returned for analysis. No additional adverse patient effects were reported.